Event description:
It was reported that the user experienced three adapters that could not be twisted into place after being fully seated, consistent with a connector unable-to-attach issue; a replacement order was initiated. Symptoms included no injury, no hypoglycemia, and no hyperglycemia. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Customer care provided support with confirmation of replacement supplies shipment. Investigation of this case revealed an inability to secure the adapter connection consistent with a device component interface issue at the connector. It was concluded, based on previously established findings for similar reports, that the cause was use-related difficulty with adapter engagement or potential dimensional mismatch.